Event description:
It was reported that during a thyroidectomy procedure, after using the device, the blade could not be separated from the hand piece as it went around in circles. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the handpiece was returned with a wave18s device attached to it. The device was removed from the hand piece. The analysis results found that the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found.